Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73h1800613 was manufactured on (B)(6) 2018 a total of 17,910 pieces. Lot was released on 2018. DHR investigation did not show issues related to complaint. The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. The staples appear properly aligned. The returned stapler appears typical. The stapler was returned with 29 staples left in the cover block indicating that at least 6 staples have been fired by the end user. Reference files anp1900074243 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, a staple properly formed in the stapler. However, it did not release from the stapler. The staple was manually removed from the stapler and another attempt to fire a staple was made. Once again, the staple was able to form properly but was unable to release from the stapler. This was repeated three more times with the same result. The sample was disassembled and the anvil & forming tool from the returned sample were exchanged with a lab inventory anvil & forming tool. When the sample was reassembled, the staplers were able to fire properly. However, when the sample was reassembled with the original sample anvil & forming tool, the staples were again unable to release. The device was sent to the manufacturing site for further investigation. Upon investigation, 10 staples were able to consistently fire properly. The stapler felt loose as the cover block assembly was slightly separated from the trigger. However, since the stapler consistently fired properly, there were no functional issues found with the device. It could not be determined why some of the staples from the returned stapler were unable to be released. Reference file anp1900074243 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined what caused the staples to be unable to release. The sample was shipped to the manufacturing site for further investigation and there were no functional issues observed. The reported complaint of "staples jamming" was confirmed based upon the sample received. Initially, the staples were able to properly form in the stapler but were unable to release from the stapler. The sample was sent to the manufacturing site for further investigation. Upon further investigation, 10 staples were able to consistently fire properly from the returned device. There were no functional issues found with the device. Therefore, it could not be determined what caused staples to initially be unable to release. No errors could be found in the assembly. The root cause of this complaint issue is undetermined.

Event description:
It was reported that the customer tried to load the clip and clips are jamming. Two clips overlapped.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the customer tried to load the clip and clips are jamming. Two clips overlapped.